Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. She inserted a new sensor in her abdomen on (B)(6) 2019. She reported that she had calibrated it but could not remember how many times. On (B)(6) 2019 during a visit to her physician for an unspecified reason the doctor checked her bg which was 650 mg/dl, while her cgm reading was 335 mg/dl. Based on the high bg she was hospitalized for 3 days. No treatment information was provided. At the time of the call she was back to her normal condition. No additional patient or no data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.